Event description:
Per the clinic, the patient experienced a loss of abutment. Subsequently, the patient underwent revision surgery under general anesthesia on (B)(6) 2023 to replace the abutment.

Manufacturer narrative:
This report is submitted on february 8, 2024.